Event description:
Patient came to office for routine three month bi-v/ICD check and a warning with code 1003 popped up. A 1003 states battery voltage is too low for projected remaining capacity, rapid battery depletion from unknown source. Tech services were contacted and it was determined that the patient had seven days to change out this device before function would no longer be guaranteed. Three months prior, the battery had stated five years were remaining.